Event description:
It was reported by the customer, when placing a PICC line on a patient, the catheter is routinely inspected, and when the catheter connector is flushed with saline, it is found that the saline cannot be pumped in and the tube is clogged. Replace the connector with a new one. No harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.